Manufacturer narrative:
The service engineer evaluated the ventilator on 2018-aug-29 and was unable to duplicate the reported issue. One pump/manifold assembly for the ht70 ventilator was received for failure analysis. The reported event could not be duplicated. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: there was no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: service engineer evaluated the device and was unable to duplicate the reported issue. The ventilator passed all testing and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient the ht70 ventilator was auto triggering and found the device had generated an alarm after patient fell asleep. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the ventilator generated an alarm after patient fell asleep. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.